Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Elbaridi, n., ross, e.l., michna, e., rickerson, e.m. Intrathecal pump explantation and incarcerated ventral hernia (10753). North american neuromodulation society 19th annual meeting. 2015. 264. Summary/reported events: an (B)(6) year-old morbidly obese woman with failed back surgery syndrome (fbbs) with previously implanted infusing hydromorphone, bupivacaine, and clonidine presented to (B)(6) emergency department with acute abdominal pain. A contrast CT scan demonstrated ventral hernia defect containing an incarcerated small bowel loop measuring 2.6 cm in diameter. The itp had migrated inside the ventral hernia sac. X-ray showed evidence of osteolysis at l5-s1 with anterolisthesis, suspicion for loosening of the right t12 screw, endplate irregularities at t10 and t11, but without definite acute fracture line identified. To reduce the chance of shearing the catheter during removal and to leave it intact for possible re-implantation, we decided to fold the catheter back on itself after consulting with the device manufacturer representative. This approach proved to be the most favorable in terms of positioning and patient outcome. She underwent primary intrathecal pump (itp) implantation on (B)(6) 2014 requiring revision on (B)(6) 2015 after she burrowed/twiddled her it and manipulated the device until she broke all the sutures anchoring the itp to the abdominal fascia. In less than four months the patient twiddled again, however, this time she not only broke the sutures but created a defect in the ventral abdominal wall incarcerating her own bowel. Itp was removed and 13 cm of tunneled catheter was cut, folded back 2 cm and tied with 0 silk sutures. General surgeons completed the operation and repaired the ventral hernia with mesh after which the patient was taken to recovery. In the immediate postoperative period patient was successfully managed with ketamine, hydromorphone pca with hydromorphone rescue doses and clonidine patch. She was discharged to a rehabilitation facility on sustained and immediate release morphine preparations, acetaminophen as well as lidocaine patches for incision pain. No event date, product information, or patient identification was reported. Further follow-up was being requested to obtain additional information.